Manufacturer narrative:
Explant date: 2014 additional suspect medical device components involved in the event: model #: sc-3354-25 serial #: (B)(4) description: w4 splitter 2x4-25 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.